Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the coating on the catheter shaft was twisted. Consequently, when the catheter was inserted into the agilis introducer sheath, the twisted coating appeared to cause a blockage, and flushing was unable to be performed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, an intellamap orion catheter was used. It was noted that the coating on the catheter shaft was twisted. Consequently, when the catheter was inserted into the agilis introducer sheath, the twisted coating appeared to cause a blockage, and flushing was unable to be performed. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device has been received, pending analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation summary: with all the available information, boston scientific concludes that the reported event of shaft kinked was confirmed; however, the reported event of catheter difficult to irrigate could not be confirmed. Visual inspection found that the shaft was kinked/accordioned. The investigation concluded that the problem may have been related to an inspection or verification by the supplier during the manufacturing process. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon receipt at post market quality assurance laboratory, the intellamap orion catheter was visually inspected, and the shaft was found kinked/accordioned. During flow testing, the device was connected to a metriq pump and purged at 60ml/min; a free flow was revealed. The pump was then programmed at 2ml/min, and the device was able to be irrigated for five minutes without any errors or pump messages. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the intellamap orion catheter risk documentation was completed and confirmed that the events of shaft kinked and catheter difficult to irrigate were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency, as the problem may have been related to an inspection or verification by the supplier during the manufacturing process.

Event description:
It was reported that the coating on the catheter shaft was twisted. Consequently, when the catheter was inserted into the agilis introducer sheath, the twisted coating appeared to cause a blockage, and flushing was unable to be performed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, an intellamap orion catheter was used. It was noted that the coating on the catheter shaft was twisted. Consequently, when the catheter was inserted into the agilis introducer sheath, the twisted coating appeared to cause a blockage, and flushing was unable to be performed. Another of the same device was used, and the procedure was completed successfully with no patient complications. The device has been received and analyzed.